Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedance that remains within range and a rise in capture thresholds. Technical services (ts) reviewed the reports and recommended troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited an abrupt jump to a high out of range impedance value. The patient was evaluated in the emergency room (ER). It was discovered there was a lead safety switch (lss). The patient moved their left arm above their head resulting in oversensing of noisy signals and an asystole. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.